Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the pt's counsel that his client received a durom implant on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2012 due to unk reasons.

Manufacturer narrative:
Additional information was received on june 29, 2016 and this case was re-opened. The investigation results were updated since product details were made available pointing to an off-label use. DHR review: the quality records indicate that these components met all requirements to perform as intended. Event summary: patient underwent revision due to pain and loosening. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was not approved by zimmer biomet. Root cause analysis: there is no evidence that a product failure caused the necessary revision. Durom acetabular cup/system was paired with durom femoral component. Zimmer did not approve the used product combination in the united states: off-label use. Zimmer generally recommends to all health care professionals visiting our web page in order to check the appropriate product compatibility list before a surgical intervention avoiding possible early failure. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by the patient's counsel that his client received a durom implant on (B)(6) 2007 and underwent a revision surgery on (B)(6) 2012 due to pain and loosening.

Manufacturer narrative:
The manufacturer did not receive the affected device for review. The lot numbers were not provided therefore the device history records could not be reviewed. The reason for the eval surgery was not reported. The most reasonable assumption is that this case, basing on the date of the original implantation suggest that this case might be related to the issues for which zimmer implemented a correction in july 2008 as referenced above. An assumption is that this case might be related to aseptic loosening which is a known inherent risk and is monitored by zimmer. No clear root cause could be determined. The failure rate for possible early loosening is monitored and comparable to the general failure rates of metal on metal implants of various competitors on the market. Should additional info be received, or the device affected is returned for investigation, an updated report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4).